Event description:
It was reported that an attempt to direct stent a lesion in the obtuse marginal was unsuccessful, so the device was removed and pre-dilatation was performed. Another attempt was made to cross the lesion with the same stent; however, the device still did not cross and it was again withdrawn into the guiding catheter (contrary to IFU). The stent separated from the balloon at the left main and snare wire was used to try to retrieve it, but it was unseccessful. The patient was sent to surgery to remove the stent and for coronary bypass. The patient has been discharged from the hospital and is reported to be doing well.